Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ IV catheter, 16g x 1.77", gray the label was missing an expiration date. There was no report of patient impact. The following information was provided by the initial reporter: no expiry date.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-dec-2022 . H6: investigation summary our quality engineer inspected the 1 photo and 5 samples submitted for evaluation. The reported issue of label content missing was confirmed upon inspection of the samples. Analysis of the samples showed that the expiration date and batch number were missing from all 5 samples. Bd determined that the cause of the failure was the result of a failure at the variable printing station for the top web packaging. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd insyte¿ IV catheter, 16g x 1.77", gray the label was missing an expiration date. There was no report of patient impact. The following information was provided by the initial reporter: no expiry date.